Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the black box showed evidence of one call service 088 alarm on (B)(6) 2014. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed. No damage to the transceiver wire or printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial complaint, the battery compartment was cracked between the bumper pad and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.